Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, we have been unsuccessful. Based on the reported information, the report of tip premature detachment could not be confirmed and the cause could not be determined. Possible causes of tip premature detachment are resistance, incompatible devices, kinking or prolapsing of the catheter tip during navigation, navigating or repositioning the catheter while it is in a wedged position, too much vessel calcification (tip gets caught and dislodges), vasospasm or detach joint ldpe/tip overlap length too short. The lot history record showed no discrepancies that would have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. Per the catheter¿s instructions for use (IFU): never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation. During navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.

Event description:
Medtronic received report that during the procedure, the catheter tip unintentionally detached within the internal carotid artery (ica). No patient injury was reported.